Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years, 3 months. The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to suspected device thrombosis. The patient¿s lactate dehydrogenase (ldh) level had gone up to 1500 u/l in (B)(6) 2016. The patient also had an embolic closure of a subclavian vessel that was addressed and resolved with an unspecified intervention on an unspecified date in 2016, and another embolic event in (B)(6) 2016 which resulted in an abdominal operation with a bowel resection. Apart from those embolic events, the patient was reportedly asymptomatic. A CT scan was without any results. The patient was treated with heparin until the partial thromboplastin time reached 50 to 60 seconds. The patient¿s inr was at their goal of 2.0 to 2.5 at the time of the event. Sporadic, intermittent pump power elevations were noted. No additional information was provided. A final report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The evaluation of the returned pump confirmed the report of suspected device thrombosis. Upon disassembly of the returned pump a large thrombus formation was found surrounding the outlet bearing ball and lodged between all three blades of the outlet stator. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, the areas of denaturation on the thrombus as well as the contact marks noted on the outlet portion of the rotor and the outlet bearing cup indicate that the thrombus was present while the pump was operating. The specific origin of the thrombus formation and a duration of time for which it was present in the pump could not be conclusively determined. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, it was occluding the majority of the blood flow path through the outlet stator and could have contributed to the reported elevated lactate dehydrogenase level. The thrombus could have also caused increased drag on the spinning rotor, contributing to the reported elevated pump power values. A correlation between the evaluation findings and the report of thromboembolic events could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis, hemolysis, and peripheral thromboembolic events are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.